Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to user error; however, the reported separation and additional treatment appear to be related to circumstances of the procedure. In this case, it is likely that overinflating the balloon resulted in the reported balloon rupture. Furthermore, it is likely that the balloon did not refold properly, as a result of the balloon rupture, and upon further manipulation the device separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.

Event description:
It was reported that the procedure was to treat a lesion in the av fistula. The 10x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the second inflation at 20 atmospheres (atm). The bdc was removed from the patient; however, fragments of the balloon remained in the patient. Therefore, a snare was used to remove the balloon fragments. Another armada balloon was used to the continue the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017, above rbp.